Event description:
Freestyle libre 3 sensor giving inaccurate readings to freestyle monitor. Freestlye monitor read 68mg/dl & manual reading from accu-chek monitor was 120mg/dl. Lot: t60002087. Ongoing problem for the past 15 days on various dates with 2 different sensors for (B)(6). Reference report: mw5158268.